Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to clinic for a routine follow-up, stored episodes of non-sustained right ventricular oversensing were observed due to right ventricular lead noise. No programming changes were made during the follow-up. Lead replacement was recommended. No further information is available.